Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the vns therapy system. The pt's condition is reportedly stable. Lead break is suspected. Report is incomplete because no response has been rec'd to MFR's requests for add'l info from treating neurologist.